Event description:
It was reported by the patient that for the past four to five years they have had ¿big ulcers that look like radiator burns with scarring and white spots¿ on their skin. The patient stated that symptoms began following the most recent cardiac resynchronization therapy pacemaker (crt-p) implant. It was reported that the sores were present over multiple areas of their body, particularly the chest and neck, including the area around the pacemaker. The patient indicated that they have been seen by many ¿infectious disease doctors.¿ the patient had concerns that the symptoms may be related to electrical exposure in the home. The patient noted the sores improve when they are away from their home environment. The patient also reported ¿multiple episodes¿ and did not believe the episodes were true arrhythmia. The patient also stated they didn't think their ¿pacemaker was functioning properly.¿ the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.